Event description:
This is a report of a home patient (hp) who was diagnosed with peritonitis manifested by cloudy effluent and abdominal pain. The cause of peritonitis was a break in aseptic technique the hp was reusing their masks. The hp was treated with ancef and fortaz (dosage, route and frequency unknown). The peritoneal dialysis registered nurse (pdrn) refused to provide additional information due to privacy concerns.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.